Manufacturer narrative:
Block h6: patient code a020503 captures the reportable event of no device packaging seal.

Event description:
It was reported that during preparation, when the technician opened the capio device, it was discovered that it was not sealed. The capio device slipped from the packaging, fell to the floor, and became unusable. The procedure was completed using another capio slim and there were no patient complications reported.